Manufacturer narrative:
On 1/17/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the device returned, mentor became aware that the correct suspect medical device information is the following: catalog: 3341209 lot: 6943088 sn: (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 350cc mentor memoryshape breast implant catalog: 3341209 lot: 7419581 sn: (B)(6) . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the device was visually inspected and no apparent damage was found. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: seroma. Concomitant products: (left) 350cc mentor memoryshape breast implant, catalog: 3341209, lot: 6943088, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 350cc mentor memoryshape breast implants, suffered right breast seroma post-operatively. Patient had to have multiple draining of fluid around the right implant. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (right) 475cc mentor memorygel breast implant catalog: 3504754bc, lot: 7395623, sn: (B)(4) and (left) 475cc mentor memorygel breast implant catalog: 3504754bc, lot: 7720292, sn: (B)(4).

Manufacturer narrative:
On 12/20/2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).